Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. The anesthesia control board was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system alarmed during pre-use check and would not mechanically ventilate. There was no report of patient involvement.